Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00293 on 15-august-2019. Additional information (22-august-2019): siemens internal studies regarding interference concluded that tramadol in its true form is not an interference with the advia chem xpt co2_c method. As stated in the co2_c IFU (instructions for use), the laboratory and physician must evaluate all patient results while considering the total clinical status of the patient. Siemens concluded that the issue is not a reagent lot or method issue. There is no evidence of a product non-conformance and the cause of the discordant carbon dioxide concentrated (co2_c) results is unknown. The instrument is fully operational. Section h10 codes (result and conclusion) were updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant, falsely depressed carbon dioxide concentrated (co2_c) patient sample test result was obtained on an advia chemistry xpt instrument. Customer stated that quality control (qc) was in range and all maintenance was up to date. Siemens ccc stated the sample was handled properly. The sample was not hemolyzed or lipemic and the patients bilirubin was normal. Customer sent in samples to siemens to perform interference testing for tramadol. Siemens investigation showed no interference of tramadol in advia co2_c assay up to 3000 ng/ml (5x therapeutic concentration). Siemens to perform additional in-house studies. The cause of the discordant, falsely depressed co2_c result is unknown. Siemens is still investigating the issue.

Event description:
A discordant falsely depressed carbon dioxide concentrated (co2_c) result was obtained on a single patient sample using an advia chemistry xpt instrument. The discordant result was reported to the physician(s) and questioned. The same patient sample was repeated on an alternate non-siemens instrument, resulting higher and as expected. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2_c result.